Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the site experienced fluid losses and after eight minutes of ablation chose to stop the procedure as the patient was coming out of mac anesthesia. Moisture was detected on the raytech sponge used during the procedure, leading the physician to suspect a cervical leak. Immediately following the procedure the physician treated a white area with silvadene cream, but did not confirm the presence of a burn. The physician saw the patient again on (B)(6) 2013 and confirmed that the patient had a small burn on the upper right side of her vagina and that the burn was healing. The procedure had been completed with this device with no patient complications. The patient's condition has been described as fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Although the patient's exact age is unknown, it was reported that she is over 18 years old. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.